Event description:
It was reported that during pre-operative preparation a luxor arm post 'will not tighten down to hold the retractor arm'. There were no adverse consequences to the patient. An alternative instrument was used to complete the procedure successfully without surgical delay.

Manufacturer narrative:
A visual inspection was performed on the returned device, and laser markings and threads were found be worn. Upon functional analysis, it was found that extra force was needed to turn the table clamp knob. When the knob was rotated, the threads grinded and experienced galling. Device and complaint history records were reviewed and no relevant manufacturing issues or similar complaints were identified. As the device was manufactured on 29-jan-2015 and has been used consistently for at least two years, it is likely that normal wear and tear contributed to this failure.

Event description:
It was reported that during pre-operative preparation a luxor arm post 'will not tighten down to hold the retractor arm'. There were no adverse consequences to the patient. An alternative instrument was used to complete the procedure successfully without surgical delay.